Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a procedure performed on (B)(6), 2010. According to the complainant, the coating of the jagwire peeled inside the 'catheter of opacification' and the physician faced difficulty removing the guidewire from the complimentary device. There was no patient information provided and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 26 mg/dl, 53 mg/dl and 121 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported unsure of her insulin dosage and experienced symptoms of disorientation. There was no report of self treatment, death or serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.